Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm and reported it was difficulties to press the buttons on the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was unsure whether the button was pressed for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.